Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy was confirmed via programmer printouts. The device was tested both manually on the bench and using our automated electrical testing system and no anomaly was detected. The root cause of the noise that led to the inappropriate therapy remains undetermined.

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to noise. Device and lead were explanted. The patient remained in the hospital with external defibrillation support because new leads could not be implanted due to an occluded subclavian vein. A new system was implanted at a later date.